Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to error on bootup. A technical support specialist logged in as admin, open the medstation app and customer was able to login successfully. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system screen showing cfn admin login page. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.